Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed falsely elevated alinity I hs troponin results generated on an alinity I processing module for a 62-year-old male patient when compared to roche troponin-t. On (B)(6) 2026, the patient has a sample drawn for creatinine phosphokinase (cpk) and lipid profile analysis as part of a routine check up. The cpk result was >500 u/l. The lab procedure is to perform a troponin test if the cpk is >500 u/l. Sid (B)(6). Initial result on ai20059 = 2604 ng/l, repeat result on ai20059 = 2344.3 ng/l. The patient was referred to the emergency department. The roche troponin t initial result = 6 ng/l, repeat result = 7 ng/l. No cardiac pathology was identified. The lab repeated the sample on the alinity I (ai20059) generating a result = 2456 ng/l. This sample was sent to the other hospital and tested on roche generating a result = 7 ng/l. A new sample was drawn on (B)(6) 2026 and tested on another alinity I (ai20059) generating a result = 2197 ng/l. Customer reference range for alinity troponin-1 = <34 ng/l, no suspicion of acute problem, roche troponin-t 99th percentile = <14 ng/l. The patient was given sintrom, but there was no harm to the patient as a result. There was no additional impact to patient management reported.